Event description:
A customer reported that air bubbles may be infused into the patient's eyes during surgery. The air bubbles in the field make it difficult for the surgeon to see. There was no patient harm or injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4) (air leak). (B)(4).